Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary the device was not returned for evaluation minor bleed: the cause of the injury is most likely use related since the patient sat up with projectile emesis causing slight oozing at groin site. Cardiac arrest: the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.

Event description:
The user facility reported an impella cp in a 53-year-old male patient for non-st-elevation myocardial infarction support. Impella cp placed per standard procedure without difficulty and into proper position in the left ventricle under fluoroscopy without issues. Wire removed and impella cp started in auto. Due to hypertension, it was requested for impella to be at p5. Percutaneous coronary intervention performed with drug-eluting stents to left anterior descending artery. Impella sheath was then removed from the body, broke and peeled away. Repositioning sheath placed into groin and sutured with forward tension maintaining angle of insertion. Patient transferred to intensive care unit on impella support.

Manufacturer narrative:
The impella device was discarded by the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.